Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the drip chamber of a plexitron solution administration set. This was noted during priming. There was no patient involvement. No additional information is available.